Event description:
Customer states 2 needle sticks with greiner butterfly devices. Customer states regarding needle stick [article 1], prick left hand index finger while engaging butterfly needle. The mom broke her hold on the baby. The baby then snatched the needle from his arm and stabbed the phlebotomist in the hand. As the phlebotomist went to take the needle from the child they got poked in the finger. This was a dirty needle stick. When asked if there was a malfunction with the device, the customer said no. The event did not result in permanent impairment of a body function or permanent damage to a body structure. The event did not necessitate medical or surgical intervention to preclude permanent impairment or damage. There are no photos available. Product is available to return for evaluation

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. The received samples were forwarded for evaluation to the supplier where we purchase the product from. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
Complaint statement (B)(4). No samples of 450096/21e24u were provided. According to the customer, there was no malfunction of the device. Therefore, this portion of the complaint is closed as not justified. Received 6pcs 450096/21e07u for evaluation. No customer pictures were provided. We have no remaining inventory of either material/batch. We have no further complaints for either material/batch. We forwarded the complaint and customer samples to our supplier for their investigation and comments. A review of the manufacturing and inspection records of the concerned batch showed no abnormalities which could be related to the reported issue. Retain and customer samples were visually inspected; no defects were observed in the safety lock parts for any of the checked samples. The safety mechanisms were activated. They were found to work properly and lock with audible click. The locked protectors were manually manipulated but the safety lock mechanisms did not release back. Functional testing was performed. Move force and pull force between stopper + safety protector was measured; all results were within specification. This portion of the complaint could not be duplicated. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.